Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached retainer from the statlock substrate was confirmed and the cause appeared to be manufacturing related. One PICC statlock stabilization device was returned for investigation. The adhesive backing had been removed from the foam pad and reapplied to the adhesive substrate. The retainer was received closed. Approximately one quarter of the retainer was attached to the foam pad. A variable amount of adhesion was visible on the bottom surface of the retainer. Minimal adhesion was observed on the lower edge of the retainer. Impressions from the retainer were observed in the foam pad. A lot history review (lhr) of jubxf566 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the statlock PICC plus plastic sliding post retainer was detached with the foam pad just after opening the package. A new device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jubxf566 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the statlock PICC plus plastic sliding post retainer was detached with the foam pad just after opening the package. A new device was used to complete the procedure. There was no patient injury reported.